Manufacturer narrative:
There were three (3) occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2022-00017, 2245270-2022-00019. Although no device was returned for evaluation, the details of the malfunction will be evaluation as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Hub leg broken off from PICC, one was the red lumen, 2 were the purple lumens.

Event description:
Hub leg broken off from PICC, one was the red lumen, 2 were the purple lumens.

Manufacturer narrative:
There were three (3) occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2022-00017 and 2245270-2022-00019. No products were returned for a physical investigation. However, a cross function investigation was performed on the kit building process. The supplier was contacted for root cause analysis and corrective actions. The supplier response is as follows: we did not receive the defective sample for evaluation. DHR review for both lot shows that all parts passed functional tests and quality final inspection. There is 100% inspection for leak and burst test performed as part of the sub assembly work instructions (im-529). This process requires a lot of attention and dexterity to properly align the materials/pins. Review of the risk (ref 7.4 in m)69-002-02) correlated to a severity of 9 occurrence of 2 and detection of 4. We have sent out 15,000 quantity, 2 parts have been reported at this time. 2 in 15,000 does not push the occurrence ranking from 2 to 3. The quad risk is maintained at a quad 2 according to m069-002.02. However, more data is needed to determine if the risk needs to be updated and actions need to be taken to address the defect. We could not verify if the part were contaminated or there was a lack of bonding between the junction over-mold material and the extension leg or user error. Due to the missing sample, the root cause of this issue could not be confirmed. A review of vygon's complaints showed five complaints submitted for this product code, and three of them is unrelated to this issue. There are two complaints were received from this customer for similar failure against this product code. Corrective action: due to the missing sample, the root cause of this issue could not be confirmed. Therefore, no corrective action will be initiated at this time. This failure will be monitored for future actions.